Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. Visual inspection found no external damage or defects. The unit powered on and off using battery and ac power. The speaker sound is crisp and clear and not distorted or raspy, however the speaker sounds low even at max volume compared to a known good device. Internal inspection found the speaker loose inside the device and the speaker housing damaged. The loose speaker causes the device to sound lower and can potentially short components that cause the alarm to not emit sound. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device alarm is not functioning. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device alarm is not functioning. No patient impact or consequences were reported.